Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high out of range impedance measurement, measuring greater than 3000 ohms. Fluoroscopy was performed and the lead was in the correct location in the rv septum. This rv lead was removed and a different rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed no abnormalities and the lead and tip appeared normal. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test passed without issue, indicating no blockage in the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high out of range impedance measurement, measuring greater than 3000 ohms. Fluoroscopy was performed and the lead was in the correct location in the rv septum. This rv lead was removed and a different rv lead was successfully implanted. No adverse patient effects were reported.